Event description:
There is no additional information available.

Manufacturer narrative:
Visual inspection confirmed there was debris sealed inside the package of 1 of the blades. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that outside of surgery the unit had debris in the sterile package. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete and there is no additional info.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country: japan. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.